Manufacturer narrative:
The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for dreamstation go. A field correction action (2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file¿ ER (B)(4) v11(sojourn risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degrad02, irrit05 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation go CPAP device. The manufacturer received information from the representee of the patient alleging asthma. Medical intervention was not specified. The clinical assessment team states that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Based on the conclusions reached and documented in ER (B)(4), dreamstation 1 platform voc hhe and (B)(4), dreamstation 1 platform particulate hhe, the harm asthma is a serious injury and assessed as unrelated. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device was returned to a third-party service center for evaluation. The device was visually inspected, and foam particles were not observed. The device has been scrapped. A good faith effort response from 09/13/2024 states that the device was replaced in (B)(6) 2024.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation go CPAP device. The manufacturer received information from the representee of the patient alleging asthma. Medical intervention was not specified. The clinical assessment team states that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Based on the conclusions reached and documented in ER 2242138, dreamstation 1 platform voc hhe and er2245262, dreamstation 1 platform particulate hhe, the harm asthma is a serious injury and assessed as unrelated. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device was returned to a third party service center for evaluation. The device was visually inspected, and foam particles were not observed. The device has been scrapped. A good faith effort response from 09/13/2024 states that the device was replaced in march of 2024. The previous report was incorrectly coded as particles being found during the evaluation. No particles were found during the evaluation; therefore, the section h coding (evaluation results code, component code, and conclusion code) has been updated to reflect that no reportable findings were found during the device evaluation. The original device has been scrapped.